Manufacturer narrative:
Contact office phone number : (B)(4).

Event description:
It was reported that on: (B)(6) 2011 ,the patient presented with pre-op diagnosis of status post previous fusion, l 1 to l5, with non-unions. Lateral recess stenosis on right-hand side at l4-5 and l5-s1. The patient underwent following procedures : removal of previously placed instrumentation from l1 to l5 with exploration of the fusion mass. Decortication of the posterolateral gutters. Re-bone grafting with local bone, allographic bone, and a large rhbmp-2. Per op note, "a large rhbmp-2 was split bilaterally along with the local bone and allographic chips after the wound had been thoroughly irrigated and then the wound was dosed in layers over a deep drain." The patient presented with pre-op diagnosis of lumbar foraminal stenosis at l4-5 and l5-s1 on the right and underwent following procedures: lumbar laminectomy foraminotomy, and facetectomy at l4-5 on the right (reoperation). Lumbar laminectomy, foraminotomy, and facetectomy at l5-s1 on the right.

Event description:
It was reported that the patient underwent a posterior multi-level lumbar fusion with re-bone grafting with local bone, allographic bone, and rhbmp-2/acs on (B)(6) 2011. The patient's post operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.